Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. Another programmer was attempted to connect to the ipg, but to no avail. It was also reported the pt has not used or charged her ipg is approx 2-3 years as the pt was not in any pain. However, the pt is now experiencing bilateral pain and wants to use her system again. The pt will undergo surgical intervention as the next course of action.